Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he does not have a drive support cap in his insulin pump. Customer stated that he might have been sleeping and the pump fell. Customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had loose/protruded drive support disk, cracked case at display window corners, broken belt clip slot, minor scratched and cracked display window, and missing drive support sticker.